Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer sometimes experienced no delivery alarms due to kinks in tubing. Customer reported that infusion tube was too long. Customer reported of being hospitalized with blood glucose of 600 mg/dl and was in the intensive care unit for almost four days. Customer states that high blood glucose was due to a urinary tract infection and losing a friend. Customer was recommended to the online store for accessories.